Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved in this event and the evaluation has been completed. The instrument was found to have the main tube broken. The piece connecting the main tube and the distal end was not returned with the instrument. This failure is typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the prograsp forceps instrument broke off. It was noted that there were no instrument fragments that fell inside the patient. The procedure was completed with no reported injury.